Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, age of device and device unique identifier (UDI) are unknown. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the mobile power unit ac power cord came loose. During a log file review by the manufacturer¿s technical service representative, two no external power events were confirmed caused by the patient when switching power sources and the second due to the mobile power unit ac power cord coming loose at either the ac wall outlet or the connection at the mobile power unit. The no external power events did not interfere with pump support to the patient. No additional information was provided.

Manufacturer narrative:
The reported event of a no external power alarm was confirmed based on the information recorded in the submitted system controller log file. The pump support was not affected and the system was supported by the backup battery during the events. A specific root cause for the no external power alarm while on mpu recorded in the log file was not able to be determined. The mobile power unit was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the mpu serial number and the event; however, no additional information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.